Manufacturer narrative:
(B)(4). Medical product: regenerex tibial components, cat# 141276 lot#: 600840, regenerex tibial components, cat#: 141369 lot#: 588030, regenerex patella components, cat#: 141358 lot#: 044820, microplasty tibial trays, cat#: 141205 lot#: 432770, vanguard complete knee system, cat#: 189120 lot#: 507120, vanguard complete knee system, cat#: 189100 lot#: 392140. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown at this time]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04901, 0001825034-2017-04902, 0001825034-2017-04903, 0001825034-2017-04904, 0001825034-2017-04905, 0001825034-2017-04906, 0001825034-2017-04907. Product location unknown.

Event description:
It was reported that the patient was revised, eleven months after initial implantation, due to an infection. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the event and should not have been reported. The initial report should be voided as it was submitted in error.